Event description:
Customer tested on the coaguchek xs system and received a result of 2.9 inr at 9:53 am on (B)(6) 2013. Customer had a nose bleed at this time. Throughout the day, customer's nose would not stop bleeding. Customer did not seek medical attention and took normal daily dose of 4mg coumadin at 8:30 pm. Daughter decided to take her to the ER where she obtained a lab result of 11.4 inr at 10:00 pm. Two additional lab results were obtained with the result of 11.4 inr. ER staff treated her with a vitamin k pill (unknown dosage) and packed her nose with a special bandage. She was sent home early the next morning. Customer was advised to hold her coumadin until (B)(6) 2013 when she is to return to the ER to have her bandage removed. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.